Event description:
Reportedly the pt underwent a aortic valve replacement procedure in 2005. During the procedure, the aortic distal suture line broke. The aortic tube needed to be redone and neccesitated the pt going back on bypass. The suture line was redone without complication.